Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc) . It could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of olympus service operation repair center (sorc), omsc surmised that the reported phenomenon was attributed to the camera cable break of the subject device due to the external force applied to the camera cable. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disappeared at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and duplicated the reported phenomenon which the image was appeared and then was not appeared repeatedly. Sorc found the camera cable failure which might have been caused the reported phenomenon. There was no patient injury associated with this report.